Event description:
A vns consultant reported that she was having issues with her programming system during the communications. She said that it was performing slowly or having intermittent communication issues. She reported that she noticed that when she holds the serial cable tightly where it connects to the handheld computer it will usually allow it to communicate. She noticed that the serial cable 'hangs' oddly, so she thinks that this is where the issue is at and not the programming wand. She noted that this issue has been ongoing for about a month, but she didn't notice it as a problem until last week on (B)(6). Since it couldn't be confirmed if the issue was due to the serial cable or the handheld connection portion, it was decided that the handheld would be replaced. The product is being returned for analysis. At this time it has not been received.

Event description:
The handheld computer was received with an ac adapter, serial cable, v8.1 flashcard, and with the main battery depleted.an analysis was performed on the handheld and the reported allegation was not verified. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications.